Event description:
An acticon neosphincter placed on (B)(6) 2007 was removed on (B)(6) 2008 because of reported fecal incontinence, difficult rectal evacuation, chronic pain and discomfort.

Manufacturer narrative:
Add'l catalog #'s 72402106, 72402287. (B)(4). The frequency of occurrence of the event is addressed in the device labeling. The frequency for this event is not greater than is usual. Unable to confirm if the event is related to a device malfunction, device has not been returned for analysis. No conclusion can be drawn at this time.